Event description:
Customer reported via phone call to have a blank display screen. Customer reported to have fallen in mud and display screen went blank. Customer's blood glucose was unknown. Customer reported that insulin pump had small crack at battery cap. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump also had minor scratches on the display window, a cracked case on the display window corner, broken battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.